Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the casters were worn and the bearings were old. The technician replaced the casters, bearing and adjusted the brake to repair the bed.